Manufacturer narrative:
Patient weight: estimated weight. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device was pre-flushed successfully. After insertion, there was no blood flow from the marker lumen. The device was manipulated several times with no blood flow from the marker lumen. Another proglide device was used with the same result. The sutures of two new proglide devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from marker lumen¿ was not confirmed, as during testing, fluid was observed coming out of the marker port. Therefore, it is likely that under-insertion of the device contributed to the reported difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.